Manufacturer narrative:
A customer from the united states reported observation of falsely depressed lactate_2 (lac_2) results on multiple patient(s) samples on atellica ch analyzer. The initial results were reported to the physician(s), who questioned the results. The samples were repeated on the same atellica ch analyzer, and the results were higher. The higher results were considered as correct by the physician(s). The interpretation of results section of the atellica ch lactate_2 (lac_2) instructions for use (IFU) states: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." Siemens has reviewed the information provided and concludes that this issue is user error. Customer had prepared reagents incorrectly. After proper reagent preparation as per atellica ch lactate_2 (lac_2) instructions for use (IFU), quality control (qc) results returned to normal. The system is operational. A separate MDR was filed for a different date of the same event.

Event description:
The customer reported observation of falsely depressed lactate_2 (lac_2) results on multiple patient(s) samples on atellica ch analyzer. The initial results were reported to the physician(s), who questioned the results. The samples were repeated on the same atellica ch analyzer, and the results were higher. The higher results were considered as correct by the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed lactate_2 (lac_2) results.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2023-00155 on (B)(6) 2023. Additional information - aug 07, 2023: MDR 1219913-2023-00155 was filed for the results generated on the (B)(6) 2023 and MDR 1219913-2023-00156 was filed for the results generated on (B)(6) 2023.